Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump sensor cannula was missing after it has been disconnected from the customer insertion site due to sensor issue with the transmitter. Customer¿s blood glucose was unknown at the time of incident. The sensor is being replaced and is not expected to return for analysis.